Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photograph shows the shell-facing outer surface of the mdm liner, which appears to exhibit a dark-colored discoloration along with blood and other biological matter. The nature of the discoloration cannot be determined from the photograph. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical information or medical records were provided for review. Only the pi report and a very poor-quality photograph of an ap pelvis x-ray were provided. No conclusions can be made outside of the pi report. Event confirmation: an event cannot be confirmed with the information provided root cause: a root cause cannot be ascertained." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation of the adm/ mdm poly insert from the metal liner. The reported device was not returned; however, photographs were provided for review. The photograph shows the shell-facing outer surface of the mdm liner, which appears to exhibit a dark-colored discoloration along with blood and other biological matter. The nature of the discoloration cannot be determined from the photograph. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical information or medical records were provided for review. Only the pi report and a very poor-quality photograph of an ap pelvis x-ray were provided. No conclusions can be made outside of the pi report. Event confirmation: an event cannot be confirmed with the information provided root cause: a root cause cannot be ascertained." Further information such as return of the device, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hip revision: update 28/february/2025 (B)(4): spoke to rep. Patient's left hip was revised due to dislocation of the adm/ mdm poly insert from the metal liner. Images and x-rays to be provided. Surgeon would like investigation results. Left hip ¿ revised for dislocation and pain.

Event description:
Hip revision. Update 28/february/2025 wg: spoke to rep. Patient's left hip was revised due to dislocation of the adm/ mdm poly insert from the metal liner. Images and x-rays to be provided. Surgeon would like investigation results. Left hip ¿ revised for dislocation and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.